Event description:
Reporter indicated that pt had developed a staph infection at the bipolar lead/cervical area. The infection was treated with antibiotics and I&d. It was reported that the infection was resolved, but that the pt was still taking oral antibiotic.